Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in severely calcified superficial femoral artery. The 5.0mm x100mm, 135cm charger balloon catheter was advanced to the lesion however, the balloon ruptured above nominal pressure on the second or third inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).